Event description:
The customer contacted baxter's service center regarding a low drain volume (ldv) alarm which occurred on the home choice (hc) during use during initial drain. The initial drain volume equaled -23ml and the last fill volume equaled 1500ml. The initial drain alarm was set to 1100ml. A normal flow did not resume when the patient sat up. The technical service representative (tsr) had the caregiver (cg) check the lines for kinks, bubbles, and fibrin. The cg stated that the patient line was full of bubbles. The tsr assisted in ending therapy. The tsr advised the cg to check the patient line for bubbles before connecting and to start over with new supplies. There was the patient involvement but no the patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the care giver on 02/20/2012. He stated that he did not notice anything unusual about the supplies that night. After starting over with new supplies, therapy went well. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a report of a low drain volume alarm was confirmed. The root cause was air in patient line. This issue is being investigated through CAPA.